Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the coronary artery. A 300cm luge guidewire was advanced to the target lesion. However, during procedure, it was noted that the tip of the guidewire broke off. The tip of the wire was unable to be found. Nevertheless, and the procedure was completed with this device. No patient complications were reported and the patient was sent home.